Event description:
The customer reported that there was a square artifact on the left monitor. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the left monitor and tested the system. The system operates as intended.